Event description:
It was reported that during an unspecified pci procedure, a 3 cm portion of the pt graphix 300 cm guidewire became completely fractured and ramains in the patient's left anterior descending coronary artery. Attempts to snare the retained portion were unsuccessful. Patient status is reported as `satisfactory'.